Event description:
It was reported to baxter (B)(4) that an infusor sv0.5 device had a loose filling cap before use. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available. Batch review determined that a nonconformance report was documented for this lot during manufacturing, but the issue in the nonconformance report is not foreseeable to contribute to the reported problem.